Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6), 2006 due to loosening of the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a left total hip arthroplasty in 1977. Subsequently, patient was revised in 1994 and 2000 due to unknown reasons. Patient underwent another revision procedure on (B)(6) 2006 due to loosening of the acetabular cup.